Event description:
The customer contact returned the device to the service center with a report that the device does not function. This did not indicate a reportable malfunction. However, during verification testing at the service center the device did not detect a proximal occlusion.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.